Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00205 on 11/14/2016 for elevated advia centaur xp ca 19-9 quality control and patient results when performing a new reagent lot correlation study. On 10/31/2016 - additional information: the siemens customer service engineer (cse) while at the customer's site for system inspection replaced 4 pinch valves. The cse performed a total service check, ran a ca 19-9 calibration and quality control was acceptable. The high advia centaur xp ca 19-9 recovery observed by the customer may be attributed to a combination of a shipping/handling issue, and/or an instrument issue. No conclusion can be drawn. On 11/21/2016 - additional information: the customer has not received any complaints from the physician(s) regarding previously reported patient results. When quality control results were not within acceptable limits, patient samples were sent to their core laboratory for testing. The instruction for use (IFU) under the performing quality control and taking corrective action states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: · verify that the materials are not expired. · verify that required maintenance was performed. · verify that the assay was performed according to the instructions for use. · rerun the assay with fresh quality control samples. · if necessary, contact your local technical support provider or distributor for assistance." The limitations section of the instructions for use (IFU) states the following: "warning" "do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." "Note" "do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer's site for system inspection. The cse performed a total service call and the quality control levels were at the peer mean for the advia centaur xp ca 19-9 assay. Siemens quality control release data does not show a bias with ca 19-9 reagent lots 384 and 386. The high advia centaur xp ca 19-9 recovery observed by the customer may be attributed to a combination of a shipping/handling issue, and/or an instrument issue. No conclusion can be drawn. Siemens quality control release data: (B)(4). The limitations section of the instructions for use (IFU) states the following: "warning" "do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." "Note" "do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." The instrument is performing within specifications. No further investigation is required.

Event description:
Elevated advia centaur xp ca 19-9 results were obtained by the customer when performing a reagent lot (384) to new reagent lot (386) correlation study. The quality control (qc) results and a patient result was higher with the newer reagent lot (386). The customer obtained reagent lot (386) from another laboratory, and observed an improved patient result recovery, however higher. There are no known reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp ca 19-9 results.